Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0013102639); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012999660); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, the valve was loaded by a certified technician. The annulus was pre-dilated with a 22 millimeter (mm) balloon. Subsequently, upon the first deployment attempt, an infold of the valve was observed. The system was withdrawn from the patient. Repeat pre-implant dilation was performed with a larger 26mm balloon, and a new valve and delivery catheter system were prepared and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve and forwarded it to the santa ana rpa lab. The valve was contained within a heart valve return kit jar and fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The valve was received in a crimped configuration, with the outflow aspect exhibiting an elliptical profile and the inflow aspect exhibiting a reniform (kidney-shaped) appearance. As received, all leaflets were observed in a partially open configuration. Incomplete coaptation was noted. The leaflets appeared stiff and dehydrated, which may have contributed to the observed coaptation condition. All leaflets appeared dehydrated. Deep creases and visible frame imprints were present across the leaflet surfaces, indicating prolonged exposure in a crimped or compressed configuration. All commissures appeared intact. All sutures appeared intact, with no visible damage. The valve was submerged in a warm saline bath (approximately 37°celsius). Following submersion, the frame expanded, resulting in resolution of the previously observed outflow and inflow deformations. Despite expansion, the valve continued to exhibit residual compression, which may be associated with extended time inside the capsule of the delivery system. No damage, such as bends or kinks was o bserved on the frame following warm saline submersion. Due to the condition of the returned valve, a deployment simulation could not be performed. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold. Per the physician, the patient had severe calcification that contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.